Event description:
Reportable based on analysis completed on (B)(4) 2013.   It was reported that during percutaneous coronary intervention, shaft kink occurred.   While the 2.75 x 8 mm promus element plus was advanced to the target lesion, there was some pressure. The stent delivery system was kinked and could not be used anymore. The stent was removed without any harm to the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient' status was stable.   However, device analysis revealed hypotube break.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: initial examination of the returned device noted that the hypotube was broken at approximately 235mm distal to the strain relief. Several kinks were also noted along the length of the hypotube. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).